Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff was not inflated after intubation. The customer reported patient was recannulated.

Manufacturer narrative:
Evaluation summary: one sample was received and the failure tear in cuff was confirmed. Manufacturing process was reviewed and currently, there is no potential risk and an inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. Deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. If information is provided in the future, a supplemental report will be issued.